Manufacturer narrative:
The insulin pump passed the off no power test, unexpected restart error test, displacement test, and the rewind test. The operating currents were in specification and the pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. It was noted that the insulin pump was received with bleeding lcd glass, missing end cap sticker, and a drive support cap sticker. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he keeps getting a compromised force sensor system alarm when he tries to fill the reservoir and infusion set. Customer stated that the insulin pump may have hit the floor over the lifetime of the pump. Customer stated that the sticker on the cap on the opposite side of where the reservoir goes recently peeled off. Customer stated that the drive support cap is protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.